Manufacturer narrative:
Patient ID/initials and weight are unknown. Additional product code: hwc. (B)(4). Device has not been reported as explanted. Contact phone number is unknown the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent surgery for the fifth metatarsal fracture. The va (variable angle) foot t-fusion plate was used during the procedure. During the procedure, one va locking screw 2.4mm was used to the distal part, but the locking screw did not lock to the plate hole. Another locking screw, same in size, was used due to a possible screw head anomaly. However, the second locking screw did not lock either, and there was a possible plate hole anomaly. The surgical technique was followed well by the instructions (the drill sleeve was set to the plate). The plate in question was not planned to be removed. The va locking screw 2.7mm was used to the shaft of the plate. The surgery was extended for five (5) minutes. No adverse consequence to the patient was reported. (B)(4).

Manufacturer narrative:
: Additional DHR information: ( 2) synthes lot h138982, part number 24023 (branch plant 82) a review of the device history record (DHR) for raw material synthes lot h138982, part number 24023 (description: tialnbfi41.40x12.00 raw material) revealed zero manufacturing/complaint related anomalies. The DHR evaluation confirms that the lot met all documentation, dimensional, and visual criteria at the time of release with no issues documented that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted. The report indicates that the: 1x article 04.211.253s with lot h307464 / t-fusion pl 2.4/2.7 va lock 2ho l35 head 2 not returned: exact root cause for the complained issue could not be determined. No indication for product related issue was found. Device not received, based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Discarded as per procedures, complaint unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated information. Device history records review was conducted. The report indicates that the: date of manufacture (release to warehouse date): 20 march 2017. Place of manufacture: synthes USA- (B)(4). Expiration date: 01 march 2027. Lot h307464, part number 04.211.253s, (B)(4). A review of the device history record (DHR) for lot h307464, part number 04.211.253s (description: 2.4/2.7mm ti va-lcp t-fusion pl/2 hole head/short-sterile), work order revealed zero manufacturing/complaint related anomalies. The documentation reviewed shows that lot h307464 was processed through normal manufacturing and inspection operations without any confirmed non-conformance's. The DHR evaluation confirms that the lot met all documentation, dimensional, and visual criteria at the time of release with no issues documented that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aug 30, 2017 additional updated information: it was reported that the va locking screw 2.7mm locked the plate on the plate shaft.